Event description:
Additional information received indicated both implantable neurostimulator devices were removed because she never had therapy benefit and she needed to have an MRI.

Event description:
It was reported that the patient never had therapeutic effect. The patient was planning to have the 2 bladder stimulators taken out and neither implantable neurostimulator (ins) was working at all. The patient had had 5 surgeries to put them in and they still couldn¿t empty their bladder. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-18432 for the patient¿s right lead revision and manufacturer¿s reports # 3004209178-2014-09984 and 3004209178-2014-09985 for the patient¿s left side revision.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v962975, implanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# v846375, implanted: (B)(6) 2013, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).